Event description:
It was reported that the rigid video scope had flickering image. The issue was found during service/ maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was inverted, malfunction in the insertion section, the light guide bundle at the universal cord is slightly interrupted and weakened due to failure of the light guide bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer's allegation, no problem was detected. Regarding the reportable issues found during the investigation: the image is inverted due to a malfunction in the insertion section; this event is caused by a component failure of the insertion section. And for the light guide bundle at the universal cord is slightly interrupted and weakened, is caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.